Event description:
Clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, a target vessel intervention (tvr) occurred. The 86% stenosed de novo target lesion located in the proximal right coronary artery (rca), was 3.9mm long with a 3.30mm reference vessel diameter. The lesion was treated with a 3.00x24mm taxus express2 stent. A post-dilation was performed with an unknown balloon. It is noted that an intervention was performed but details are unknown. Patient's condition reported as "good.". Additional information have been requested, but not received.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.